Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient also had a patch implanted on the same day; (B) (6). Information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report were received; however, no further information regarding the device or the reported event was learned. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months, due to unknown reasons. Through follow-up with the health-care provider, a copy of the operative report was received for the surgery occurring approximately 1 month and 4 days before the patients' death. Unfortunately, no information regarding the device or event were learned.